Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-11963. It was reported the patient presented with lower limb paralysis and loss of bladder control. The patient has had exploratory surgery and the system was left implanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
Further information indicates the patient had the system explanted on (B)(6) 2019. The paralysis has not resolved. Additional information is not available at this time.